Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on november 29, 2018, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eleven times as documented in the repair reports in livelink. The last repair was october 17, 2018 where it was reported that the device was producing an incomplete mesh and the roller gear was replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was october 17, 2018 where it was reported that the device was producing an incomplete mesh and the cutter produced an incomplete sample mesh and was deemed non-repairable. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was october 17, 2018 where it was reported that the device was producing an incomplete mesh and the cutter produced an incomplete sample mesh and was deemed non-repairable. Product review of the skin graft mesher on december 13, 2018 revealed that the calibration was slightly out of specifications but produced a passing sample mesh with our test cutter. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete sample mesh and were deemed non repairable; they were in the previous repair as well. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 13, 2018 which included recalibrating the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 ratio cutter and 2:1 ratio cutter were tested and both produced an incomplete sample mesh and were deemed non-repairable. Both cutters were returned during the previous repair and were noted to both produce an incomplete sample mesh and deemed non-repairable. The customer was advised to consider purchasing new cutters prior to use. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 ratio cutter and 2:1 ratio cutter were tested and both produced an incomplete sample mesh and were deemed non-repairable. Both cutters were returned during the previous repair and were noted to both produce an incomplete sample mesh and deemed non-repairable. The customer was advised to consider purchasing new cutters prior to use. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted

Event description:
Skin graft mesher had incomplete mesh during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.